Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a lower left angioplasty procedure, after the introduction into the (B)(6) male patient, the sheath separated from the valve. When this occurred, the device was removed by doctor. There was no harm to the patient and no additional procedure or intervention was required due to this occurrence. The patient did not experience any adverse effects due to this occurrence.